Manufacturer narrative:
The lot in question was mfg with no anomalies and without non-conformances. Electrical and functional inspection showed that the resistance and voltage of the device was within spec. Visual inspection under a microscope showed no damage or defect to any portion of the device. The product analysis concludes that the device was performing to spec. Additional info from the facility indicated oxygen was used during this procedure, the device was used in close proximity of flammable materials, and water based preparatory agents were not used as directed. A local anesthetic was used, however, the type and / or name was not disclosed. The instructions for use statements include but are not limited to the following statements; fire warning: heat generated by the tip can ignite flammable materials. Do not use in the presence of flammable materials such as facial hair, preparation agents, alcohol vapors, drapes, or gowns. Use of the device in an oxygen enriched atmosphere (e.g. Anesthesia) above 21% oxygen concentration can cause fuel sources to ignite, resulting in pt injury. Proper surgical technique, such as the application of water-based lubricant to facial hair near the surgical site of electrocautery use, must be followed to prevent potential pt injury.

Event description:
During eye surgery (conjunctive coagulation in the right eye), the pt sustained superficial burns on the cheek and the neck when it was described that "a flame went over the face, the drapes and in the nasal fosse". Both the cheek and neck are getting better. The burns in the nasal fosse required plastic cylinders to prevent adhesions. The pt still has not made a full recovery in the olfactive area and the cornea is still uncertain. It has been reported that the general state of pt is good.